Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation because the "knurled knob will not secure." Reliability engineering evaluated the device and the reported condition of "knurled know will secure" was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the teflon seal was protruding from the swivel, the motor failed safety assessment and the unit reflected heat with a reading of 115.3 degrees fahrenheit which was greater than manufacture specification (115.3 degrees fahrenheit; specified reading temperature should not exceed 20 degrees fahrenheit above ambient room temperature). It was also observed that the lock cylinder and pawl release were damaged and the drive shaft pin was bent. The damaged lock cylinder and pawl release caused the safety mechanism to fail and the drive shaft pin to bend which was consistent with improperly using the disconnect sleeve while the motor was in use. The assignable root cause for the device heating up was due to component damage caused by user error. The assignable root cause for the damaged lock cylinder and pawl release was due to the safety mechanism failing and the drive shaft pin bending which was consistent with improperly using the disconnect sleeve while the motor was in use. The root cause for the teflon seal protruding from the swivel is consistent with wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine maintenance / testing, it was observed that the motor device "knurled knob will not secure." During in-house engineering evaluation, it was observed that the device was overheating, the teflon seal was protruding from the swivel, the lock cylinder and pawl release were damaged and the drive shaft pin was bent. There were no delays to a surgical procedure. An identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.